Manufacturer narrative:
(B)(4). Batch # l55j6u. The analysis results showed that the tlh30 device arrived in good visual condition and without a reload present. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during a thoracotomy and pneumonectomy procedure, screwed down, safety released and fired in normal way. No "crunching" that you normally get on firing in retrospect. Cut the left main bronchus with a knife and realized that there was no firing of staples only when the stapler was opened. They had to clamp and hand suture the airway shut, and stump of the left main bronchus and put a muscle flap on to cover it. There were no adverse consequences for the patient reported.